Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 1 month. The pump remains in use supporting the patient. The replaced portion of the external driveline, approximately 16 inches long from the connector, was returned for evaluation. Rescue tape was present throughout the driveline. The outer jacket was removed and damage to the outer jacket below the rescue tape was verified. Electrical continuity testing revealed discontinuity and a short to shield on the black wire. The bionate layer appeared to be slightly distorted. Breakdown of the metal shielding was identified throughout the returned portion of the driveline. Visual inspection identified a fracture at approximately 2.5 inches from the metal connector on the black wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing of the wire at this location. The reported driveline fault alarms would have occurred as a result of the discontinuity of the black wire. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the system controller produced driveline fault alarms. The patient was utilizing an ungrounded power module patient cable, and the driveline was reportedly in terrible condition. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed and the alarms resolved. The patient was asymptomatic. No additional information was reported.